Manufacturer narrative:
The product is not to be returned since the customer is reluctant to release the sample. Several photographs were supplier showing the product contaminated, but fully intact. The product insert was examined, bt was unable to verify the potential cause of the injury. A review of the device history record indicates no abnormalities were detected. Should further info become available a follow up MDR will be filed.

Event description:
The customer reported the tube lacerated pt tracgea from the vocal cords down approx 10 cm. This was noted after the procedure. The pt was admitted to the ICU and released in three days. The anesthesiologist stated, he first attempted to use a 7 mm tube but it was too large and switched to a 6mm tube. The customer filed a medwatch (number unk) stating that an air leak was identified during a thyroidectomy followed by air within the wound. Evaluation with bronchoscope revealed a full thickness tracheal posterior trachea starting near the right main stem bronchus at carina, extending superior to level just distal to the cricopharyngeus muscle. The pt had an atraumatic intubation with a size 6 xomed emg tube. A size 7 xomed emg tube was attempted first, but was unable to be advanced through the vocal cords. A right femorofemoral arteriovenous cardiopulmonary bypass, and repair of the tracheal and right bronchial membranous laceration was done with the use of a intercostal muscle flap.